Manufacturer narrative:
Follow up #1 submitted: 07/21/2015. The device was returned and investigated on 07/02/2015 with the following findings: on examination, the keypad cover was intact without damage. The pump was received in a condition that prevented testing of the keypad buttons; investigation of the alleged unresponsive keypad buttons was not able to be completed. The keypad cover was removed from the pump for visual inspection and did not reveal any evidence of contamination of the button contacts. Investigation was not able to confirm the alleged keypad button issue because the pump was received in a condition that did not allow for adequate testing of the keypad buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.